Event description:
On 16-jul-2021, angelini (B)(4) provided the following case to bridges consumer healthcare. Angelini (B)(4) received the case on 05-jul-2021. The report verbatim is as follows: this serious spontaneous case, manufacturer control number 2021-025243 is an initial report from (B)(4) received on 05/jul/2021 from angelini pharma (B)(4) as product complaint and on 06/jul/2021 from a pharmacist through diamed ((B)(4)). All the information were merged and processed together. This case report concerns a female patient (age (B)(6)), who applied thermacare lower back and hip x 6 patches (batch number ef2879, expiry date 12/2023), topically applied for unknown indication. Medical history and concomitant medications were unknown. On unknown date after thermacare lower back and hip x 6 patches initiation, the patient experienced burn blister (pt: medical device site burn), pain (pt: medical device site pain), and burns second degree (pt: burns second degree). The patient suffered three burn blisters on the back after use of thermacare heat wraps. The patient had previous experience with thermacare. The outcome was unknown. The action taken in response to the event for thermacare lower back and hip was unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare lower back and hip x 6 patches.

Manufacturer narrative:
Follow-up received on 13/07/2021 from qa (B)(4) department. Complaint number (B)(4). Batch#: ef2879. Brand code/sku#: f00573301064w. Product: (B)(4) count. Date of manufacture: 11-jan-2021 to 26-jan-2021. Expiry date: 2023-12-31. Quantity released: (B)(4) cartons. Batch ef2879 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were per (B)(4), consumer return samples and retain evaluations, effective 30-jul-2020, section 8.2: inspection of retain samples. The visual inspection of a retain sample included one carton and the two pouched wraps inside and shows no obvious defects. Form (B)(4) retain sample inspection form documented the retain evaluation performed on 08-jul-2021. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of (B)(4) was below the upper control limit (ucl) of (B)(4) complaints per million produced per (B)(4), complaint trending guideline, effective 29-apr-2021. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. On 21-jan-2021, there was one attribute defect recorded for the batch for undosed dead cell. Adjustments were made by replacing pump a-12 with a rebuilt pump. The 10 cases of potentially nonconforming product were scrapped. There were no wrap variable defects recorded for the lot. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec-27465, effective date: 04-dec-2020. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.